Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the touchscreen was out of specification. It was also noted that both keyboard hinges were broken and the power bay assembly was worn. (B)(4).

Event description:
It was reported that the touchscreen was faulty. The programmer was returned to the manufacturer for servicing. There was no patient involvement.